Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported she had a gastric pacemaker and was recently implanted with a new one. The patient reported the previous ins stopped working. The patient noted the previous ins did not die, but the system ¿ruptured, rotated, broke¿. The patient reported the battery was ¿good¿ but indicated that the battery was not connected. The patient stated she did not know when the issue occurred, but that she was getting sicker and sicker, and wasn¿t able to confirm the issue until several months later. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient provided their weight at the time of the event and the contact information of their healthcare professional (hcp) that removed the previous system. They clarified that the system had twisted and pulled the leads loose. They did not know if loose from the battery or from the stomach. They stated this probably was caused by increased activity. No further patient complications were reported as a result of this event.